Event description:
Catalog number, product name, etc.: 329705. Lot no. (Serial no., etc.): 4131037. Agency: xxxxx. Date of occurrence: (B)(6) 2025. Needle injury: yes. Other processing: in-hospital procedures. Returned: the complaint item was discarded. History of the event: 1. When assisting an obese man in administering insulin, [the nurse] attempted to do so by picking it [the injector] up with [her] left hand. 2. The nurse accidentally pricked her own left thumb so hard that it bled, and then pricked the patient in the abdomen as is. After pulling out the needle, the asd itself was locked. 3. As an infection control officer, I wonder: if the needle was so exposed that it would prick the nurse's thumb and cause bleeding, did the safety mechanism fail to activate? Or I would like to look into whether similar events had occurred elsewhere. I understood the finding that there was no asd structural failure because the safety mechanism was activated after the patient's abdomen was pricked. This is a report on the occurrence of the above items. Report: not required (since the actual complaint product is unavailable). Replacement: not required. (B)(6) 14july2025. Update/additional information - confirmation from region. 1. It is assumed that patient was not stabbed with the needle that accidentally stick to a nurse's finger while pinching the patient¿s skin. 2. It is assumed that the safety shield mechanism was activated upon sticking the nurse¿s finger. 3. Insulin injection was completed with replacing the needle to a new one. 4. Confirmed that both patient and nurse did not have any infectious disease (test result was negative) 5. No medical intervention was required to stop bleeding after needle stick.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.